Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. A 3.0 x 200 armada failed to inflate. The balloon could not hold pressure and it seemed as if there was a leak in the balloon. The procedure was successfully completed with an unspecified balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the retuned device. The reported inflation issue and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported leak resulting in an inflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.